Event description:
The customer reported unexpected error message when selecting 50j. There is no reported negative pt impact.

Manufacturer narrative:
(B)(4). The customer reported unexpected error message when selecting 50j. There is no reported negative pt impact. The complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.